Event description:
Information was received from a patient who was receiving fentanyl via an implantable infusion pump for non-malignant pain indications for use. It was reported that the patient was unable to get their personal therapy manager (ptm) to connect to their pump. The patient stated that their pump had flipped before and it tends to flip maybe a couple months after it's been placed inside of them. The patient stated that they have been known to try to flip the pump and sometimes even when they go to their healthcare provider (hcp) for a refill, the hcp sometimes has a hard time connecting to the pump. The agent had the patient reboot their communicator and handset and attempt to connect their ptm to the pump but the patient was not successful. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.